Event description:
Spontaneous communication. Rph (B)(6)., from (B)(6) hospital reported patient is admitted to the hospital due to his IV line being dislodged. No further information. Date of admission or anticipated discharge date not provided. Length of hospital stay is ongoing. Reported to (B)(6) by: health professional.